Event description:
It was reported that the implant at tooth site 36 fractured at the body of the implant and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Zimvie received one (1) fos410 (4.0mm, full osseotite implant) for evaluation. Visual evaluation was performed. The returned implant has signs of use and was fractured at the body. DHR review was completed for the subject lot number 2017021583. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017021583 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The returned implant was fractured at the body. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.